Event description:
Customer reports to have problems with sensor and insulin pump. Customer states that he had bent cannulas, which was the reason for high blood glucose of 500 mg/dl. Customer states he was not able to hear alarms even though the volume was set to high. Customer also states that he was getting excessive lost sensor and constantly had to reconnect while using the continuous glucose monitoring. Customer declined to be transferred to the 24 hour helpline. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).